Event description:
The customer went into the pool wearing the insulin pump. Troubleshooting was performed. The device had a blank display and no vibration. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.